Manufacturer narrative:
During a surgeon procedure, as the surgeon was using the cautery to achieve hemostasis, the teflon coating on the tip flaked off in the pt's surgical wound. The surgeon removed it and irrigated the wound. The facility reported that the pt was not injured as a result. The tip is manufactured by bovie medical. They will be notified of the incident. As the MFR of the device, they will conduct an investigation and make the determine if any corrective action is to be taken.

Event description:
The coating began flaking off the cautery tip during a surgical procedure and had to be removed by the surgeon.